Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06131. It was reported the pt had fallen on several occasions. Afterwards, the pt lost stimulation. An impedance check was performed and revealed high impedance. X-rays were taken and no anomalies were found. It was also reported the pt had not recharged the ipg as recommended. The pt plans to have his scs system explanted and replaced with a competitor's device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.